Event description:
(B)(4). Already had the left essure removed on (B)(6) 2015 because it poked through my fallopian tube into the backside of my uterus. Had the right essure removed (B)(6) 2016 due to constant pain. It had migrated to my uterus.